Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, the root cause for the stenosis and moderate to severe regurgitation due to restricted leaflet remains indeterminable. It is possible the reported events observed in this case were due to progression of the patient¿s underlying valvular disease pathology with svd and/or nsvd. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 33mm pericardial mitral valve, implanted in the tricuspid position, was disabled after an implant duration of four (4) years, three (3) months, seventeen (17) days for moderate stenosis and moderate to severe regurgitation due to restricted leaflet. A second device, a 29mm transcatheter valve, was implanted in the tricuspid position using a valve-in-valve procedure. Both devices remain implanted. Per obtained medical records, the patient presented with worsening shortness of breath and fatigue with exertion over the previous two years. He underwent right and left heart catheterization which revealed tricuspid insufficiency and a mean ra-rv gradient of 7 mmhg under anesthesia. During the surgery, the valve deployed in good position and the transesophageal echocardiogram (tee) showed a well-functioning tricuspid valve. Trivial residual insufficiency was noted and the mean ra-rv gradient was reduced to 3 mmhg. The patient was discharged in good condition on post-operative day one (1).